Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the cylinder cannot be pumped [tubing fracture].